Event description:
Nurses responded to an emergency call that an employee in the parking lot was having sob. (Difficulty breathing - shortness of breath). They brought with them 2 o2 tanks. The 1st one was sealed and unexpired but when spiked, they discovered it was empty. The 2nd tank of a different lot # was full. The employee recovered after using their inhaler and o2 and no adverse reactions were noted.